Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedances measuring over 3000 ohms that triggered a lead safety switch (lss). It was noted that noisy signals were observed on the rv lead. A lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.